Event description:
Patient was implanted with plate and screws on approximately (B)(6) 2012. Patient returned to a different surgeon and it was discovered there was a nonunion, date unknown. Patient was returned to the or on (B)(6) 2013 for removal of the hardware. It was discovered during the removal that one screw was broken. Patient revised to orif of the tibia and fibula. No further information is available. This is 8 of 15 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.